Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow up, an alert for high out of range hv lead impedance on rv-can and svc-can vectors were observed. All vectors were relatively stable and the increase was gradual. No noise was present on the rv-svc egm channel with isometrics or pocket manipulation. Dft test was successfully performed. No further problems were observed and no changes were made.